Event description:
Biomed reported hardware malfunction inop when attempting to pace in a training environment and there was no patient involvement.

Manufacturer narrative:
Updated evaluation result, component and conclusion code.

Manufacturer narrative:
Updated evaluation result, component and conclusion code.